Event description:
It was reported the patient fell recently. As a result, the patient was unable to establish communication between her ipg and charger. The sjm met with the patient and confirmed the issue. In addition, multiple programmers successfully communicated with the patient's ipg, but reflected a "battery low-stimulation off" message. X-rays will be taken and the patient may undergo surgical intervention as the next course of action. The actual event date is unknown.

Event description:
It was reported the patient underwent surgical intervention on (B)(6) 2015, where the ipg was explanted and replaced with a different model.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.